Event description:
It was reported that during a ptca/stenting treatment procedure involving a calcified and 100% stenotic lesion in the distal portion of the rca coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 10 atmospheres on the initial inflation. A 0.014" choice pt guidewire and a 7f mach1 al1 guide catheter were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.